Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 5f mynxgrip vascular closure device (vcd) got stuck to the catheter and could not be delivered to the vessel. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. There was no over tamping. The deployer shuttled down completely. The sealant was stuck to the device while the balloon was inflated, and shuttle was advanced (inside of the patient). The sealant was not wedged between balloon and advancer tube. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a yttrium 90 interventional procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock opened. The syringe was connected to the device. The procedural cordis sheath was observed on the outer cartridge tubing, partially retracted as received. No sealant was observed stuck to the returned device components and/or returned with the device. However, it is unknown if the returned device was manipulated post-procedure. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. Per functional analysis, the advancer tube was tested per the deployment test as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. A microscopic analysis was executed to find any possible trace of sealant material that could be attributed to the event reported. However, this was not possible as there was no sealant remaining observed in the common manufacturing sealant position. The product history record (phr) review of lot f2316410 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-sealant stuck to device components¿ was not confirmed through analysis of the returned device since there were no traces of the sealant noted on the device. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the reported event of the sealant sticking to the device during deployment, especially since there were no traces of the sealant on the returned device. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely, which can cause issues during deployment. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review, nor the product analysis, suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2316410 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f mynxgrip vascular closure device (vcd) got stuck to the catheter and could not be delivered to the vessel. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. There was no over tamping. The deployer shuttled down completely. The sealant was stuck to the device while the balloon was inflated, and shuttle was advanced (inside of the patient). The sealant was not wedged between balloon and advancer tube. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in yttrium 90 interventional procedure with a retrograde approach. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. However, it will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.